Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, data synchronization setup upon login into med app for unknow device. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that data synchronization starts at login and the device status changes to unknown in the med application. The field service engineer (fse) stated that the machine was down all day due to a server upgrade. It was reimaged to version 1.11.1, but data synchronization failed. The sync issue was taken over by product support center and centralized advanced product engineering support, and pse confirmed that knowledge article "device disappeared from server application" was the appropriate reference for this issue. The system functioned as intended after the field service engineer troubleshot the issue.